Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the clik anchor and a lead were replaced. The patient was doing well postoperatively. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient was experiencing some midline back pain and protruding mass on the clik anchor site. It was noted that it was due to the clik anchor no longer providing support for the leads. The patient was prescribed with lidocaine topical cream.

Manufacturer narrative:
Model number/ catalog number: sc-2218-50, serial number: (B)(4), batch/ lot number: 7072199 / 7072261, model/ catalog description: linear st lead kit 50 cm.

Event description:
A report was received that the patient was experiencing some midline back pain and protruding mass on the clik anchor site. It was noted that it was due to the clik anchor no longer providing support for the leads. The patient was prescribed with lidocaine topical cream.